Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2017 with the following findings: a review of the black box showed reboots. No damage was found to the battery cap or the battery compartment. The battery cap attached securely to the pump. The pump powered on to a blank display. The battery cap contact measurements were within specifications. Unrelated to the original complaint, the pump case was cracked between the keypad and the case seal. The pump was opened to find moisture damage on the printed circuit board. The blank display was due to moisture damage.